Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device made a grinding noise and would not hold wires; the internal components were corroded, and the bearings, stop-ring and clamping components were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to cleaning, sterililzation and/or maintenance procedures not followed as per directions for use, which is improper cleaning methods. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary arthrodesis surgical procedure on a feline, it was observed that the quick coupling device made a grinding noise. There were no delays to the surgical procedure. A spare device was used to successfully complete the surgical procedure. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.